Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: 30 previously reported events are included in this follow-up record. Product return status 29 devices were received. 1 device was not available for evaluation. Event confirmation status 29 reported events were confirmed. Evaluation results 5 devices were found to be affected by internal component corrosion. 24 devices were found to be affected by a damaged trigger assembly.

Event description:
This report summarizes <noe> 30 </noe> malfunction events in which the device had run-on. 28 events had no patient involvement; no patient impact. 1 event had no known impact or consequences to the patient. 1 event had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 30 events were reported for this quarter. Product return status: 29 devices were received. 1 device was not available for evaluation. Event confirmation status: 28 reported events were confirmed; the cause traced to component failure. 1 device evaluation is still in progress. Evaluation results: 28 devices were found to be affected by damaged internal components. Additional information: 30 devices were not labeled for single-use. 30 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 30 </noe> malfunction events in which the device had run-on. 28 events had no patient involvement; no patient impact. 1 event had no known impact or consequences to the patient. 1 event had patient involvement; no patient impact.